Event description:
It was reported that the patient was in the hospital as she fell the day prior to the report. The patient thought there was a possibility that some of the leads might have moved. The patient was admitted for back issues. The patient stated that she was still feeling the ¿fluttering.¿ the patient stated that stimulation was really strong and she felt it more on the left side which was a change in the sensation prior to the fall. The patient was unable to adjust stimulation and when she looked at her programmer the screen was not showing anything. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product type programmer, patient product ID 3889-28, lot# va01ngw, implanted: 2012-(B)(4), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).